Event description:
Related manufacturer reference number: 2017865-2022-41901. It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture due to high capture threshold and during the procedure, the pacemaker exhibited failure to capture. The rv lead was capped and replaced on (B)(6) 2022. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.